Event description:
This event is reportable based on the product analysis approved on (B)(6) 2009. It was reported that during drug eluting stenting procedure, the device was unable to cross the lesion. The 90% stenotic lesion was located in the severely calcified and severely tortuous mid to distal left anterior descending artery. Access was obtained through the femoral artery. The physician advanced the 3.0x38mm taxus liberte stent to the lesion and significant resistance was encountered and the device was unable to cross the lesion. There were no pt complications. The procedure was completed with another 3.0x38mm taxus liberte stent. Pt status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on the first stent row from the proximal edge were slightly raised. This damaged section measured 0.86mm greater than the normal stent diameter. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended size product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).